Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt low battery fails were observed in the device memory. The reported fault was attributed to a failure of the positive terminal pogo pin. Although no visual abnormalities or variation in the physical spring resistance of the pogo-pins were identified, measurements taken during the investigation confirmed the failure of the positive pogo-pin. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report a device error condition occurred. As reported there was no confirmation of a failure to the critical functionality of the device. However, upon investigation a failure of the pogo pin was observed. This may prevent the device from connecting with the pad-pak, which may delay or prevent defibrillation therapy. There was no patient involvement reported with this event.